Event description:
It was reported that an adverse event occurred. On approximately (B)(6) 2025, the reporter state that "last month at work, another went into a diabetic coma." The reporter refused to provide additional information about the event. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.